Event description:
It was reported that the patient's ipg location was causing discomfort. As a result the ipg was explanted and replaced on (B)(6) 2019. The physician moved the ipg from the back to the abdomen. The patient has effective therapy post operatively.